Event description:
Dealer states compressor is noisy. Per independent repair center statement, the unit also has low o2 or yellow light, alarming or red light, alarms not functioning, power switch with a low audible alarm, leaking base, saturated sieve beds and a fitting that leaks.